Manufacturer narrative:
D5:info available. Results of eval: conclusion: based upon the inquiry info received, the visual examination, and the functional tests, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned with the ratchet switch in the off position and in good physical condition. The instrument was tested and performed within design specifications. It was concluded that the instrument was conforming to design specifications. The experience the customer reported could not be repeated. Please refer to the packaging insert for ratchet switch operation instructions. Each instrument is evaluated during the assembly process to ensure it functions properly. We strive to understand each incident as it occurs in order to continuously improve our products.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the dsg22 ratchet mechanism would not release. There was no consequence to the pt.